Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 253 and 203mg/dl and from meter to meter comparison results of 165mg/dl using true metrix meter and 70mg/dl using another device. The customer does not know their expected glucose range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 197mg/dl and 201mg/dl using true metrix meter; the customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/16/2023 and open vial date is 02/2022. The meter memory was reviewed for previous test result history: result 1 : 75 mg/dl, date: (B)(6) 2022, time: 7:42am fasting, result 2 : 66 mg/dl, date: (B)(6) 2022, time: 11:36pm fasting, result 3 : 253 mg/dl, date: (B)(6) 2022, time: 11:29am fasting, result 4 : 203 mg/dl, date: (B)(6) 2022, time: 11:19am fasting, result 5 : 74 mg/dl, date: (B)(6) 2022, time: 6:04am fasting,

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 10-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 28-march-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.